Manufacturer narrative:
Received one (1) used, list # ch2000s-c, spinning spiros® closed male luer, red cap; lot # unknown, one (1) used, empty 30ml syringe by bd, one (1) used, list # ch2000s-c, spinning spiros® closed male luer, red cap; lot # unknown, three (3) new, list # ch2000s-c, spinning spiros® closed male luer, red cap; lot #s 3963908, 3895030, & 3895032, and one (1) new, ref. 10013072, bd alaris pump infusion set. The reported product problem for the spiros that it disconnects and then leaks could not be replicated. The spiros met the visual inspection, the dimensional iso standard luer taper inspection and the functional torque inspection per the product performance specification without any issues. The testing did not show that the spiros disconnects and leaks. DHR lot#s 3963908, 3895030, & 3895032 and relevant components review were conducted and no non relevant non conformances were found that would have contributed to the reported complaint.

Manufacturer narrative:
The device was received. Testing and investigation is not complete.

Event description:
The event involved a spiros that disconnected from the IV tubing during infusion that spilled an unspecified chemotherapy drug. There was patient involvement and a delay in therapy, however no report of human harm, no adverse event, no blood loss, no medical or surgical intervention.